Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with three different meters, within 10 minutes: 55 mg/dl (system 1), 135 mg/dl (system 2), and 168 mg/dl (system 3). Readings occurred with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.